Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a transpac® IV disposable transducer and it was reported that when connected to a pressure sensor for real-time monitoring of the patient, abnormal pressure transmission was detected, use was then stopped and the set was replaced for the patient. There was patient involvement, and no patient harm.